Event description:
This spontaneous case was reported by a physician and describes the occurrence of menorrhagia ('menorrhea for years') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cerebral infarct in (B)(6) 2016. Previously administered products included for an unreported indication: plavix and mabthera. Concurrent conditions included obesity. On an unknown date, the patient had essure inserted. In (B)(6) 2018, the patient experienced multiple sclerosis ("multiple sclerosis"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal by laparoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the menorrhagia and multiple sclerosis outcome was unknown. The reporter considered menorrhagia and multiple sclerosis to be unrelated to essure. The reporter commented: essure removal was performed at the patient request. Complaint samples were provided. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.9 kg/sqm. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of vaginal haemorrhage ('vaginal bleeding disorder for years') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cerebral infarct in (B)(6) 2016. Previously administered products included for an unreported indication: plavix and mabthera. Concurrent conditions included obesity. On an unknown date, the patient had essure inserted. In (B)(6) 2018, the patient experienced multiple sclerosis ("multiple sclerosis"). On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal by laparoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the vaginal haemorrhage and multiple sclerosis outcome was unknown. The reporter considered multiple sclerosis and vaginal haemorrhage to be unrelated to essure. The reporter commented: essure removal was performed at the patient request. Complaint samples were provided. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.9 kg/sqm. Amendment: the report was amended for the following reason: the event menorrhagia was changed to vaginal bleeding. No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of vaginal haemorrhage ('vaginal bleeging disorder for years') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cerebral infarct in (B)(6) 2016. Previously administered products included for an unreported indication: plavix and mabthera. Concurrent conditions included obesity. On an unknown date, the patient had essure inserted. In (B)(6) 2018, the patient experienced multiple sclerosis ("multiple sclerosis"). On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal by laparoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the vaginal haemorrhage and multiple sclerosis outcome was unknown. The reporter considered multiple sclerosis and vaginal haemorrhage to be unrelated to essure. The reporter commented: essure removal was performed at the patient request. Complaint samples were provided. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-nov-2020: quality-safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.